Manufacturer narrative:
Complaint (B)(4): no samples (actual or unused) were received for evaluation. No pictures of the actual sample were received. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of the production documentation, including "turning / torque resistance testing" of the component batch used on the claimed finished batch, did not reveal any deviations which could be associated with the claimed issue. There are no further similar complaints on the material/batch. The complaint cannot be determined.

Event description:
Customer reported via FDA medwatch report: staff accessed central line for lab draws using safelink. When detaching the safelink a portion broke off and was stuck inside the proximal white lumen of the central line. The actual device was discarded.